Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In 2008, the patient experienced fatigue ("fatigue"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and neck pain ("neck pain"). In 2009, the patient experienced alopecia ("hair loss"). In 2011, the patient experienced rash ("rash/skin condition: unknown rash"), migraine ("migraine") and headache ("headaches"). In 2013, the patient was found to have weight increased ("weight gain") and experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). In 2014, the patient experienced tooth disorder ("dental problems"). In 2015, the patient experienced nausea ("nausea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), anaemia ("autoimmune disorder type of disorder: anemia"), skin disorder ("rash/skin condition"), autoimmune anaemia ("autoimmune diagnosed: anemia"), vaginal infection ("bladder/urinary problems: vaginal infection"), depression ("hormonal changes: depressed"), blindness transient ("vision/eye problems type: loss of vision upto 2 hrs. At a time"), depressed mood ("hormonal changes: sad") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia, female sexual dysfunction, neck pain and uterine pain had resolved and the genital haemorrhage, anaemia, rash, skin disorder, autoimmune anaemia, vaginal infection, tooth disorder, migraine, headache, depression, fatigue, alopecia, nausea, blindness transient, weight increased, depressed mood, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, allergy to metals and vaginal discharge outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anaemia, autoimmune anaemia, bladder disorder, blindness transient, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, neck pain, pelvic pain, rash, skin disorder, tooth disorder, urinary tract disorder, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed: anemia current weight 138 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs received events "hormonal changes describe: sad, abnormal bleeding(vaginal, menorrhagia), bladder or urinary problems or changes,nickel allergy,vaginal discharge, vision/eye problems type: loss of vision upto 2 hrs. At a time, uterus pain, neck pain" were added. Outcome of events " uterus pain, neck pain" were updated as recovered. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), anaemia ("anemia"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), autoimmune anaemia ("autoimmune diagnosed: anemia"), vaginal infection ("bladder/urinary problems: vaginal infection"), tooth disorder ("dental problems"), migraine ("migraine"), headache ("headaches"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, dyspareunia and female sexual dysfunction had resolved and the genital haemorrhage, anaemia, rash, skin disorder, autoimmune anaemia, vaginal infection, tooth disorder, migraine, headache, hormone level abnormal, fatigue, alopecia, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, autoimmune anaemia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, vaginal infection, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for autoimmune diagnosed: anemia. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. On (B)(6) 2019: plaintiff fact sheet received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- dysmenorrhea (cramping), pelvic/abdominal, dyspareunia (painful sexual intercourse), apareunia, general abnormal bleeding, anemia, rash/skin condition, autoimmune diagnosed: anemia, bladder/urinary problems: vaginal infection, dental problems. Migraine, headaches, hormonal changes, fatigue, hair loss, nausea, vision problems weight gain, did not undergo confirmation test. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.